Event description:
A z-800f pump, serial number (B)(6), was returned to intuvie for routine preventive maintenance. During standard electrical safety testing, the device failed the ground resistance test, measuring 0.312 ohms, which exceeds the acceptance criterion of less than 0.1 ohms. The failure was identified during preventive maintenance testing only. No adverse event or patient involvement occurred.

Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported failure were identified. The ground resistance failure was identified and confirmed during preventive maintenance testing. A CAPA was opened to further investigate ground resistance failures. At the time of this report, rework to correct the issue has not been completed and the investigation remains ongoing. Therefore, a probable cause for the failure has not yet been determined. A follow-up MDR will be submitted upon completion of the investigation and device rework, if additional reportable information is identified. Refer to complaint record (B)(4) for additional details.